Event description:
It was reported that the patient received inappropriate therapy, due to noise on the ventricular lead. The noise could not be reproduced with isometrics.

Manufacturer narrative:
Na